Event description:
It was reported the patient never had therapeutic effect. The patient had been using the same program since she was implanted but she was still retaining urine which required her to catheterize. It was report on (B)(6) 2012 the patient could not pass urine at all but she could pass some on (B)(6). The patient voided 250cc the morning of this report but had to catheterize and retrieved 600cc. It was noted the patient's flow was 'not very strong.' The patient also had soreness in her right hip that subsided some when she turned off the implant during the night. It was noted the patient did suffer from hip pain prior to implant. The patient also suffered from bladder infections and experienced 'tight' muscles. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient had no concerns with her device or therapy.

Manufacturer narrative:
Product ID 3889-28, lot# va00bej, serial#, implanted: 2012 (B)(6), explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).